Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient went to the ER on (B)(6) 2013 for dislocation of mdm head from the liner. It was noted this is the patient's second revision but first revision of stryker products.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. A medical review was preformed and concluded: "the use of a modular stem from wright medical with a stryker mdm acetabular component may have resulted in impingement of the mismatched stem on the acetabular component causing it to lever out and dislocate. There is no evidence that factors of faulty stryker product design, manufacturing, or materials were responsible for this clinical situation." Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The medical review completed confirmed the dislocation. The root cause of the event could not be confirmed however it is likely that the dislocation occured as a result of the patient falling as described in the operative notes. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Patient went to the ER on (B)(6) 2013 for dislocation of mdm head from the liner. It was noted this is the patient's second revision but first revision of stryker products.